Manufacturer narrative:
Citation: saraiya, r. G., iqbal, h., santucci, j., ballout, a., koneru, m., & shaikh, h. A. Retinal hemorrhage after internal carotid artery aneurysm flow diversion with pipeline vantage: a case report. Brain science advances 11(3):1-6 2025. Doi:10.26599/bsa.2025.905002 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding retinal hemorrhage after internal carotid artery aneurysm flow diversion with pipeline vantage: a case report. The following medtronic devices were used: pipeline vantage flow diverter no deaths were reported in this case report. Among patient adverse events included: two hours postoperatively, the patient experienced cognitive difficulties, mild dysarthria, and left monocular vision loss. The patient¿s cognitive and speech symptoms were quickly self-resolved. However, the patient also reported a floater in their central vision. A dilated eye exam of the left posterior eye revealed a round, multilayered intraretinal and subretinal hemorrhage. Within one month, there was substantial improvement in their visual symptoms without need for further intervention, and follow-up imaging demonstrated that the aneurysm was successfully treated. No further information was provided pertaining to medtronic products.